Event description:
A complaint was reported by a nurse, on behalf of a patient, to baxter (B)(4) involving a minicap's wrapper that when the patient held up the device's open wrapper to the light, he could see small, light holes. The patient confirmed the minicap's sponge was not dry. There was patient involvement but no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed and a root cause could not be identified. An evaluation of the actual sample pouch was conducted and no issues were found related to the reported condition during the evaluation. The pouch received was empty and had a mark on it indicating where the patient perceived there was a hole. The sample was held up to a light source and no light penetration of the pouch was noted and there was no iodine staining on the outside of the pouch. An evaluation was performed whereby iodine was placed directly on the inner surface of the pouch at the location where it had been indicated there was a hole. The iodine did not penetrate to the outer surface of the pouch. The sample was visually inspected by using an optical comparator with (B)(4) magnification. No light penetration was noted (no hole detected). The sample received showed strong evidence of excessive handling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number.